Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar instrumentation and fusion. Intra-op, the driver broke. No fragment of the broken driver remained inside the patient. No patient complications were reported due to this event.

Manufacturer narrative:
Product analysis: visual examination confirmed approximately 4mm of the instrument tip has been broken off and not returned for analysis. Optical inspection of the fracture surface revealed a fairly flat ductile fracture with circular material flow, consistent with torsional overload. Material hardness confirms conformance to print specifications. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.